Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the heartstart mrx indicating that the device could not charge. Reported problem was found that during self-test. There was no patient involvement at the time the issue was discovered. Based on the information provided by customer, the reported problem was able to be confirmed by customer. The reported problem was determined to be due to a power module failure. The root cause of the power module failure could not be determined. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. Therefore, device was not repaired, and no further action was required.